Event description:
The facility reports a nurse's aide from an outside agency transferred the patient from the chair to the bed. While transferring, she caught the resident's foot under the leg of the lift. The resident sustained a fractured bone in the lower left leg (distal fibual). The resident received a medical boot and therapy to treat the injury.